Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that they had called emergency medical services because the customer had low blood glucose. The customer's blood glucose levels at the time of incident was unknown. The customer also reported that the device on the insulin pump that holds the cartridge in place had broken off. It was unknown if the insulin pump was on auto mode. The insulin pump will not be returned for analysis.

Manufacturer narrative:
This is a duplicate case. This case was reported under MDR number 2032227-2020-120780. (B)(4).